Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited undersensing and oversensing in the right atrial (ra) channel, leading into overpacing. Due to pacing during refractory, there is no assurance of ra capture. Upon further review, it was found that the oversensing was related to programming due to large far-field r waves, the p wave size was the same size as the programmed sensitivity. Furthermore, eight months later, this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing with small p waves leading into inappropriate atrial tachy response (atr). Boston scientific technical services (ts) discussed and recommended troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.